Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that this product was manufactured as non-sterile. Non-sterile product carries only a manufacturing date and not an expiration date. The returned product did not meet specification as received. One picture shows bloody gauze in a bag and the other picture shows a rfid tag in a container. The reported condition was confirmed. The investigation of the picture found an rfid (radio frequency identification) tag in a container and the sponges in a bag. The picture was forwarded to engineering for evaluation. Engineering stated as this is a non-sterile product, which went to a kit packer for kit assembly prior to the user facility. So it can not be determined whether the issue was caused during the kit assembling process. And as the defect was found during surgery, it is uncertain whether the issue was caused by surgical tool during the surgery. Engineering could not determine when or how the tag became loose. The investigation could not determine the root cause of the customer's report. The provided lot number indicates that this product is an OEM. The appropriate personnel have been contacted and the device history results will be recorded in a DHR task upon completion of the investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one picture shows bloody gauze in a bag and the other picture shows a rfid tag in a container. The pictures were sent to the engineer for further evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that there was a chip, within the pack, that fell out of sponge. The chip was found in patient.